Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer observed error code 1062 (invalid test results, read precision) while running one patient sample on the axsym digoxin iii assay. The issue was resolved by performing a 1 to 2 dilution using digoxin iii calibrator a. There was no impact to the patient's management reported.